Event description:
Litigation alleges patient had pain, weakness and increased metallic ions after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Duplicate of MFR# 1818910-2012-73219.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/27/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, pain, and metallosis. The cup has already been reported on (B)(4). There was no mention of high metal ions in the revision operative note as litigation alleged. The unknown cup is being changed to stem as high metal ions were alleged. The stem wasn't revised. There is no new additional information that would affect the existing MDR decision.